Manufacturer narrative:
Additional information added: h6 and h10 h10: the actual device was not available; however, two photographs of the sample was provided for evaluation. The visual inspection of the two provided pictures showed a wet product. A particle was observed inside the header of one of the pictures. The second picture only showed the product label. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a revaclear 300 dialyzer, a particulate matter was observed inside the cap. There was no patient involvement. No additional information is available.